Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not break off from the catheter to deploy. Following the failure of the attempted deployment, some space was created between the tip of the scope and the clip, and the scope was angled to 90 degrees and was advanced forward. Reportedly, the scope position and movement broke the clip off the catheter and successfully deployed onto tissue. The procedure was completed at this time. It was also noted that the sheath was attempted to be completely removed prior to the procedure. There were no patient complications reported as a result of this event.